Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had differences between sensor glucose and blood glucose readings. Customer's sensor glucose was 59 mg/dl and his blood glucose was 131 mg/dl. Difference between readings was not within an acceptable range. Customer stated that he calibrates 3-4 times a day and when his blood glucose is stable. Customer does not calibrate after a meal. Customer mentioned that the pump has suspended several times for a low blood glucose and when he removed the sensor, it was bent. Customer was advised to remove and replace the sensor. Customer stated that he will insert a new sensor. Customer will be sent a replacement sensor.